Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient had a malignant tumor of the right lung, and the central venous catheter was inserted peripherally on (B)(6) 2024. Color doppler ultrasonography of the upper extremity vessels (unilateral axillary, brachial, cephalic, and radial veins) was performed on (B)(6) 2024, and the results suggested that after PICC catheterization: thrombosis was formed in the wall attached to the catheter of the left side of the precious vein, and the patient's catheter was attached to the wall using dressing stickers and the circumference of the arm was measured without any enlargement, and the tip of the catheter was not removed temporarily because of correct position of the catheter. The tip of the catheter was correctly positioned, and the catheter was not removed for the time being. Give basic prevention: health education, early activities, improve lifestyle, prevention of thrombosis; life guidance: quit smoking and alcohol, avoid spicy, cold drinks, high protein, crude fiber, low-fat diet, the condition allows drinking water 1,500-2,500 ml / day, to avoid prolonged standing and sedentary. No anticoagulation, no mechanical prophylaxis for the time being. On (B)(6), the patient's symptoms improved.